Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/10/2017, that on (B)(6) 2017, the patient experienced the receiver not seeing the transmitter and tried to start a new sensor session. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the sensor was inserted in the patient's arm. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.